Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the device was returned, analyzed. Analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the device lasted less than four years. It was also reported that there was elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.